Event description:
The pt reported that for the past 2 to 3 weeks the 'ok' 'up' and 'down' buttons have become intermittently unresponsive. No change in activity and the pt denies exposing the pump to moisture or cleaning products.

Manufacturer narrative:
The pump was returned to animas for eval. All keypad buttons were found to be intermittently responding to button presses. The keypad was removed and adhesive was observed under the button contacts.